Event description:
The initial attorney report alleged pain, scarring, disfigurement and permanent injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt¿s attorney: (B)(6) 2004 ¿ pt underwent laparoscopic repair of a ventral hernia with composix e/x mesh. On (B)(6) 2008 - pt underwent repair of a recurrent ventral hernia. Extensive lysis of adhesions were identified. One hernia was repaired using sutures. The composix e/x mesh was identified and noted to be partially adherent the bowel; the mesh was partially explanted.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add¿l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add¿l info received. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The medical records note the pt is morbidly obese and has undergone multiple abdominal previous repairs. The pt developed and was treated for a recurrence nearly four years post implant. During repair using a non-bard mesh, the composix e/x was noted to be partially adherent the bowel and was partially removed. Extensive adhesions were noted requiring over 2 hours to complete lysis. The product¿s instructions for use identify adhesions and recurrence as known adverse events. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.